Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of loss of capture was not confirmed.

Event description:
During a follow-up in clinic, the patient experienced breathlessness. Further investigation revealed a loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and confirmed dislodgement of the lv lead. The lv lead was successfully replaced. The patient was stable.

Event description:
Additional information indicated the lead was capped.